Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. A suture snag can be influenced by device manipulations during deployment that may cause the suture to snag on itself. Although, there was no reported information on the location of the suture snag, the suture snag was observed during needle plunger retraction. With the inspections of the suture in place, the lot acceptance testing to verify quality of the lot build, the lot history review indicating no deficiency and the reported information of proper suture to needle engagement from the incident; there does is no indication of a manufacturing deficiency. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all of the lot release testing, met specification. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that prior to a tibial artery revascularization with a covered stent, pre-close placement of the sutures from the first device was achieved in the common femoral artery (cfa) using a perclose proglide device. Reportedly, during deployment of the second proglide device suture, the device introduction into the vessel was normal, the footplate was deployed, and the device was pulled back to place the foot against the arterial wall. Although during needle plunger deployment the needles appear to have engaged, when the needle plunger was pulled back for removal, the thread (suture) seemed to catch on something. Although, the suture and needle engaged and successfully passed through the vessel wall, the suture was not threaded through the slipknot. After conclusion of the interventional procedure, the knot from the first proglide device was advanced and tightened. The slipknot of the second proglide device was tied manually. Hemostasis was achieved with the first proglide device; the second proglide device was superfluous. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.